Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified de novo lesion in the distal posterior descending coronary artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). After the 2.75x48mm xience xpedition stent was deployed, a dissection occurred. A graftmaster covered stent was used to treat the dissection, and post-dilatation was performed using an unknown bdc. The patient expired post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: thrombus was observed via angiography after the 2.75x48mm xience xpedition stent was implanted. No additional information was provided.